Event description:
Physician's first endologix case in almost 5 yrs. Access and deployment of a bifurcated device and a proximal cuff were uneventful, however, there was insufficient overlap between the two devices. The physician elected to use a competitor's cuff to cover the overlap. While advancing the competitor's device, the delivery system inadvertently pushed the endologix proximal cuff up and covered the renal arteries. The pt was converted to open repair. Pt doing well, condition improving.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event.